Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving a sensor reading of 199 mg/dl as compared to a built-in meter reading of ¿lo¿ (readings less than 40 mg/dl) message. The customer experienced symptoms described as ¿feeling unwell, black holes¿ and a loss of consciousness. The customer was unable to self-treat and a non-hcp administered glucagon injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving a sensor reading of 199 mg/dl as compared to a built-in meter reading of ¿lo¿ (readings less than 40 mg/dl) message. The customer experienced symptoms described as ¿feeling unwell, black holes¿ and a loss of consciousness. The customer was unable to self-treat and a non-hcp administered glucagon injection as treatment. There was no report of death or permanent injury associated with this event.